Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation in the pulmonary vein a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was prepared accordance with the package insert. A farawave catheter was inserted into the faradrive and air was continuously able to be drawn in the syringe during the first aspiration. The procedure was completed successfully with a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation in the pulmonary vein a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was prepared accordance with the package insert. A farawave catheter was inserted into the faradrive and air was continuously able to be drawn in the syringe during the first aspiration. The procedure was completed successfully with a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned. It was further reported the issue occurred at outside patient.